Manufacturer narrative:
A us endoscopy clinical specialist discussed the event with the user. The user attributed the reported event to their technique when placing clips in the affected portion of patient anatomy. No malfunction of the subject device was alleged. The user did not retain the padlock clip device subject of the reported event for evaluation. The user facility was not able to provide the lot number of the padlock clip subject of this event. The instructions for use include the following statements: "perform initial surveillance endoscopy to uncover any anatomical concerns and location of defect to be treated prior to using the padlock clip defect closure system." A us endoscopy clinical specialist has provided in-service to the user, including recommendations concerning tissue gathering technique. No additional issues have been reported.

Event description:
During a procedure to close a defect in the sigmoid colon, the user inadvertently gathered too much tissue when positioning a clip device not manufactured by us endoscopy, which restricted the sigmoid colon. The first clip device was removed, and the user continued the procedure with the us endoscopy padlock clip device and again inadvertently gathered too much tissue into the clip and restricted the sigmoid colon. Surgical intervention was then required to remove the padlock clip and close the defect.